Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was additionally reported that the reporting surgeon stated 4 out of the 11 patient's had adverse reaction to metal debris (armd) which contributed to the infection.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown mom cup. Unknown mom head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03074, 0001825034-2020-03075. Report source: the journal of arthroplasty long term performance of an uncemented, proximally hydroxyapatite coated, double tapered, titanium-alloy femoral stem: results from 1465 hips at 10 years minimum ( jamie t griffiths, mbbs, bsc (hons), frcs (tr & orth) ). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. [(B)(4)].

Event description:
It was reported in a journal article that eleven patients underwent revision due to peri-prosthetic joint infection. Attempts have been made and additional information on the reported event is unavailable at this time.